Event description:
It was reported that the user started a dexcom g7 sensor but did not enter the sensor pairing code into the ilet pump, resulting in the pump not pairing with the active sensor until guidance was provided to input the correct code and initiate pairing mode. Symptoms included no clinical effects reported. Outcomes included no alerts, alarms, or medical interventions. Investigation included remote troubleshooting and user education to enter the proper sensor code and confirm the pump¿s pairing mode. Investigation of this case revealed user setup error leading to initial failure to pair, which was resolved through correct code entry and standard pairing procedures. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.